Event description:
The customer called because, she felt that the no delivery alarm was not working. Advised the customer that troubleshooting could be conducted to test the alarm's function, but she didn't have the tubing clamp. The tubing clamp was shipped. The customer later called to report unresponsive buttons. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Up arrow button unresponsive due to corroded keypad traces. However, the insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery.